Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that after programming the implantable neurostimulator (ins) when interrogating with the patient programmer it was showing the ins in the box error message. During the implant procedure the manufacturer representative had to set programming and checked the impedances. Intraoperative impedances looked normal. The ins was interrogated with the clinician programmer and ¿invalid setting¿ error message was given. They were able to bypass the screen by resetting the programming and exited the clinician programmer session. When the ins was interrogated with the patient programmer the in the box error message came up. The ins was interrogated and a bipole was programmed with low amplitude, power, and rate. The session was exited and again when interrogating with the patient programmer the in the box error message. The error on the screen was ¿invalid error 43 (7,1)¿. The clinician programmer required that the electrode configuration be entered, and the electrode configuration to 2 1x8s and went on to program the screen. The 5-6-5 configuration was selected and then reset to 2x8. The electrode impedances were ran and all the values were between 1000-1200 ohms. The manufacturer representative again set up a group with a bipole and low therapy settings. The ins was once again interrogated with the patient programmer and got the ins in the box error message. The ins said ¿invalid settings. All programming will be erased. (7,1) [ok]¿. This appeared each time the ins was read by the clinician programmer. The programmer showed a hand holding the program mer with 1 line going to the ins, and 1 line going to a clinician programmer. As a result of this event the ins was replaced. The patient had two procedures in one day, first procedure was the initial implant, and the second was the explant and replacement. The cause of the event was not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the ins, (B)(4), found the there was an anomaly in the hybrid electrically erasable programmable read-only memory (eeprom). It was confirmed the reported failures eight times using two distinct clinician programmers analysis confirmed the reported failure and determined that the u2 eeprom was stuck in a read-only state due to the integrated circuit (ic) being fractured. No copper trace anomalies were found during optical inspection. Mud cracking residue (mcr) was observed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.